Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2013. Librax, baclofen, and prilosec prescribed to treat dysphagia symptoms. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2016. Linx device found in the correct position/geometry. A fundoplication was performed at the time of expant.